Event description:
Tip of a suture needle broke off during arthroscopic shoulder surgery. The entire needle tip was retrieved by the surgeon. The surgery was carried out uneventfully, with no complications.